Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and r-wave amplitude variation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of unacceptable threshold and r-wave amplitude variation were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that inadequate capture and r-wave amplitude variation were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The physician suspected microdislodgment of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.